Event description:
It was reported that, during an internal fixation surgery, an evos small 2.5mm drill w/ao qc short broke while drilling an the tip of the drill was left inside the patient's body. The procedure was resumed, without any delay, using a s+n back-up device. Patient is still in recovery phase in hospital.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the tip of the device broke off. This piece was not returned. The device shows signs of extensive wear and use. This inspection was conducted by naked eye. The clinical/medical investigation stated that the requested operative notes and x-rays were unavailable but reported the patient was in the recovery phase. A clinical root cause could not be determined based on the limited information provided; however, a user technique cannot be ruled out as a potential contributing factor to the reported event. The patient impact is determined to be the retained non-implantable externally communicating fractured drill tip. It is unknown if the tip is secured in the bone; therefore, micro-motion and/or migration, corrosion and local irritation cannot be ruled out. Further conclusion on the impact of the non-implantable foreign body cannot be established. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.